Event description:
It was reported to boston scientific corporation that during a follow-up appointment on (B)(6) 2012, the patient had no discharge, no pain, and no complaints. According to the physician, everything is normal for the moment, and the patient's anatomical outcome is excellent.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, when the physician went to remove the right leg assembly, he encountered some resistance, and the sleeve tore at the tack weld and the detached piece retracted into the ligament and could not be retrieved. The procedure was completed with this uphold device with no complications to the patient, who was stable at the conclusion of the procedure. The patient did not exhibit any pain, bleeding, or issues with urinary voiding, so she was discharged normally and will be monitored.